Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became hot while charging. There was no information provided regarding the customer's blood glucose level. After the pump's data was reviewed on t:connect, tandem technical support confirmed that the pump is working as intended; the customer acknowledged.